Manufacturer narrative:
No unexpected prime anomalies, button error alarms, or low reservoir alarm was notes. The insulin pump passed the self test, off no power test, reset error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The operating currents were within specification. All buttons functioned properly and no damage to the keypad traces or unlocked keypad connector was noted. However, moisture damage was noted to all electronic assemblies. The insulin pump was received with minor scratches on the display window, a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is stuck in the preparing the prime loop. The customer's blood glucose reading was 345 mg/dl at the time of incident. Troubleshooting found that the customer wore the pump in the pool. It was also found that the pump could not complete the pump rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.